Manufacturer narrative:
Continuation of d10: product ID {{d-evoultfx2329}}; product lot/serial number {{unknown}}; product type: {{0195 heart valve}}; implant date: {{na}}; explant date: {{na}}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a transcatheter aortic valve procedure, the patient died due to a type a aortic dissection. Per the physician, the procedure contributed to the death.

Manufacturer narrative:
Updated data: b5. Added fourth paragraph. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a transcatheter aortic valve procedure, the patient died due to a type a aortic dissection. Per the physician, the procedure contributed to the death. Additional information was received that the death occurred one day following the valve implant which was implanted valve-in-valve into a failed non-medtronic (edwards sapien s3) transcatheter valve. Per the physician, the valve did not cause or contribute to the death. Additional information was received that the dissection occurred during the post-implant balloon aortic valvuloplasty (bav). Per the physician, the dcs did not cause or contribute to the dissection. Additional information was received indicating that the post-implant bav was performed due to a moderate paravalvular leak.

Manufacturer narrative:
Updated: b2, b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a transcatheter aortic valve procedure, the patient died due to a type a aortic dissection. Per the physician, the procedure contributed to the death. Additional information was received that the death occurred one day following the valve implant which was implanted valve-in-valve into a failed non-medtronic (edwards sapien s3) transcatheter valve. Per the physician, the valve did not cause or contribute to the death.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the dissection occurred during the post-implant balloon aortic valvuloplasty (bav). Per the physician, the dcs did not cause or contribute to the dissection.